Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. This was an anterior chicken wing anatomy with max ostium of 21.6mm on 135 and depth of 23mm on 135 as well. Initially a 31mm device was attempted but kept popping out so they downsized to a 27mm device. Release criteria were met with 19-15% compression, no leak, and position at ostium and tug was good. The device dropped posteriorly upon release and a bigger anterior/superior shoulder was noted. The patient was discharged. The patient returned for their 45-day follow-up tee which showed the device had migrated proximally. This was also confirmed per cta. The patient remained stable and was sent home. After further discussion, the patient will undergo surgical removal of the device, laa excision/ligation, maze procedure and bypass.

Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. This was an anterior chicken wing anatomy with max ostium of 21.6mm on 135 and depth of 23mm on 135 as well. Initially a 31mm device was attempted but kept popping out so they downsized to a 27mm device. Release criteria were met with 19-15% compression, no leak, and position at ostium and tug was good. The device dropped posteriorly upon release and a bigger anterior/superior shoulder was noted. The patient was discharged. The patient returned for their 45-day follow-up tee which showed the device had migrated proximally. This was also confirmed per cta. The patient remained stable and was sent home. After further discussion, the patient will undergo surgical removal of the device, laa excision/ligation, maze procedure and bypass. It was further reported that the device was explanted on (B)(6) 2020. The patient was discharged on (B)(6) 2020 without any complications.